Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped the compressions was not confirmed during archive review and the initial functional testing. The platform failed with user advisory (ua) 17 (max motor on time exceeded during active operation) error message during the testing with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient, unrelated to the reported complaint. The drive train motor was replaced to remedy the fault. Visual inspection was performed and found damaged load plate cover as a result of mishandling, unrelated to the reported complaint. To remedy the damage, the load plate cover needs to be replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. A review of the archive was performed with no significant errors. The load characterization check was performed and verified that the load cells are within specification. Following the service and repair, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient with good known test batteries for 30 minutes and passed all functional testing criteria and met all required specifications.

Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Per a reporter, the autopulse platform stopped the compressions after 10 minutes of operation. The user replaced another battery, however, the platform stopped the compressions after 10 minutes of operation again. No patient harm or consequences reported on this event. No additional information was provided.